Event description:
Reporting status: serious injury/permanent impairment. Reporting rationale: stent remains in patient. Device issue: stent dislodgement. It was reported that the procedure was to treat a chronic total occlusion in the rca. The vessel was tortous and calcified. After pre-dilatation, the mini vision was advanced to the lesion; however, once in place, the stent could not be seen. The stent delivery system was removed and the stent was no longer on the balloon. The stent could not be located in the rca under angiography and it is unknown if it ended up in the guiding catheter or remains in the patient. The procedure ended at that time. There were no patient effects reported. No additional event or patient information is available.